Event description:
It was reported that the fixation screw was found backed out from the cervical interbody device at unknown time post op. The revision surgery was performed. No additional pt complications were reported.

Manufacturer narrative:
(B) (4). One lateral cervical x-ray with peek cage implant at c4/5, severe degenerate disc disease at c5/6 and interbody fusion at c6/7. The fixation screw at c5 has backed out anteriorly beyond the nitinol retainer.